Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 226 mg/dl. The nurse did not have the insulin pump with her at the time of the call, and was only calling for info on the bolus wizard feature. Nothing further was reported.